Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 57 mg/dl. The customer was treated for the low blood glucose with eating food. The customer changed their set but feels that the reservoir is the root cause of the problem. The customer believes it has something to do with the pressure in the reservoir. The customer states they push the insulin back into the vial, but there is no extra room in the vial it causes pressure to build in the reservoir and then delivers insulin to customer unintentionally. The customer was sent new sets. The customer did not return the product back for analysis.